Manufacturer narrative:
The lead remain in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had an out of range impedance measurement. During review of the report, it was mentioned that the ra channel had oversensing of the ventricular beat. Patient had intrinsic atrial beats, and there was no inappropriate therapy. Discussed extending blanking period. The lead remains in-service. No adverse patient effects were reported.